Event description:
The device mechanism was returned to the service center for a report from the customer contact that the device door handle will not fully close and the fluid shield was cracked. However, during verification testing at the service center, it was noted that the device regulator closure was not seated properly. During testing, visual inspection found the fluid shield, chassis, and door handle were broken. In addition, the regulator closer and opener were found not properly seated. The probable cause for the door not fully closing was due to the regulator closure and opener were not seated properly. The probable cause for the broken fluid shield, chassis, and door handle was due to misuse in the customer environment.